Event description:
The customer stated that the insulin pump has been dropped, and the screen is no longer flush. The customer also stated that there is a hairline crack near the battery compartment. Had the customer inspect the drive support cap, and she stated that it seemed uneven. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with missing lcd window, cracked display window corner, cracked battery tube threads, cracked reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.